Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was contact with the patient but no reported impact. The procedure was completed the same day. Additional information was requested.

Event description:
Additional information received reports the scratch was found upon opening.

Manufacturer narrative:
Additional information received reports the scratch was found when opened. This is no longer considered a reportable malfunction and no further information will be reported on this device. The manufacturer internal reference number is: (B)(4).